Manufacturer narrative:
Analysis was able to confirm the reported customer comments. The upper case was broken, a knob was missing, and the encoder assembly was pushed inside the device. Analysis also noted that the lower case was broken, the output connector assembly was broken, the display wires were pinched without compromised insulation, three knobs were contaminated, and the encoder assembly was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) knob was broken off and pushed inside the case and the plastic on the front cover was broken off. The epg was returned for service. There was no patient involvement.